Event description:
A malfunction alarm was reported, characterized by malfunction code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, with readings not exceeding 500 mg/dl. Technical support provided guidance on resetting the pump, resulting in successful resolution, with the customer advised to continue using the pump and to contact support again if the issue recurred.